Event description:
This report is being filed after the subsequent review of the following journal article, ¿open reduction and internal fixation of proximal humerus fractures using a proximal humeral locked plate: a prospective multicenter analysis.¿ (2009) audige, l., et al. Journal of orthopaedic trauma (2009; 23: 163-172). Europe article. This is a prospective case study designed to evaluate the incidence of complications and the functional outcome after open reduction internal fixation (orif) with the proximal humeral 3 hole (86%) or 5 hole locking plate (philos). The study specifically looked at the rate of union, functional outcomes and complication incidence proportions after 1 year following fixation of the proximal humerus fracture with philos. Eight participating trauma units were included in this study in which there were 157 patients with 158 proximal humerus fractures whom were recruited between september 12, 2002 and january 9, 2005, 1 patient had a bilateral fracture. The mean patient age was 65 years (range: 19-94 years); 111 of the patients were women. The plates utilized were based on fracture extension. Plates were placed at least 5-8mm inferior to the upper end of the greater tuberosity to avoid subacromial impingement and 2-4mm lateral to the bicipital groove, ensuring that a sufficient gap was maintained between the plate and the tendon of the long head of the bicep muscle. The plate was fixed with locked and/or cortical screws. Additional implants were employed in 19 of the fractures and included mostly plate-independent screws. Additional sutures were widely used either to fix a displaced tuberosity or to regain rotator cuff integrity. The patients were followed for one year and had follow ups and radiologic assessment performed immediately postoperatively, and at 12 weeks, 6 months and 12 months to assess outcomes. Computed tomography (CT) evaluation was performed at the discretion of the treating surgeon. One year follow up rate was 84%, 24 patients were lost at 1 year follow up and included 6 patients whom died of unrelated causes. The incidence of experiencing any implant-related complications was 9% and 35% for nonimplant-related complications. A complication was considered as implant related if screws perforated secondary to angular stability or if implant breakage, secondary loss of reduction or screw pullout due to insufficient purchase occurred. Primary screw perforations was the most frequent problem (14%) followed by secondary screw perforation (8%) and avascular necrosis (8%). Overall, 53 patients had at least one complication, often a combination of associated events, which lead to 39 unplanned reoperations. All fractures healed within 1 year and rates of osteonecrosis and secondary loss of reduction were only 8% and 3% respectively. The conclusion is that fixation with philos plates preserves achieved reduction, and good functional outcome can be expected. This reports is for an unknown philos proximal humerus locking plate and refers to: 18 patients whom had an unplanned reoperation related to a device malfunction. There were 10 patients whom were reoperated on due to primary screw perforation through the articular surface (9 patients whom had the plate removed within 1 year and 1 patient whom had a related screw removed. There were 4 reoperations related to secondary screw perforation. There was 1 reoperation related to an additional compression screw fixing the greater tuberosity loosening 6 weeks postoperatively. The screw was removed at 6 weeks postoperatively, where by the greater tuberosity displaced again; the fracture healed without further intervention. There was 1 reoperation related to screw back out. There was 1 reoperation related to proximal screw and plate pull out whom had loss of reduction. There was 1 reoperation related to distal screw and plate pull out.

Manufacturer narrative:
Device used for treatment, not diagnosis. Audige, l., et al. (2009) ¿open reduction and internal fixation of proximal humerus fractures using a proximal humeral locked plate: a prospective multicenter analysis.¿ journal of orthopaedic trauma (2009; 23: 163-172). It is unclear from the article which patients had a CT scan performed. This report is for an unknown philos /unknown quantity/unknown lot. (B)(4) implant, failure of refers to plate back out, perforation of articular surface by screw, screw loosening, screw back out. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.